Event description:
Patient was admitted for excision and grafting of burns to upper anterior torso, right forearm and left lower leg. During surgery, the dermatome used (#54) with blade from lot # 62357314 produced a poor graft that shredded the lateral edge of two grafts. The blade was changed to one from another lot and tested on a new dermatome (#55) and the original dermatome (#54). Both grafts obtained by the two dermatome using a new blade from a different lot were acceptable. Note: the lot number of the defective blade was found to be the same lot that produced similar unacceptable results in a previous incident. Reference MFR report number: 1526350-2013-00692.